Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device issued speaker malfunction inop at power on. There was no allegation of an adverse event or any patient or user harm.

Event description:
The customer reported that the device issued speaker malfunction inop at power on. At the time of the alleged malfunction, there is no information if the device was being used for clinical monitoring. There was no allegation of a patient harm.